Event description:
It was reported that there was difficulty filling or aspirating the reservoir. The event occurred when the representative was in the operating room preparing the pump for new patient implant. The representative were able to aspirated the water from reservoir, but was unable to fill it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that that, following a warm water bath, medication was successfully injected into the pump. It was noted that the pump had been shipped in "colder weather" the previous night. It was reported that, later, the pump was filled with warm saline. It was noted that the patient was doing well.